Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on available information, the cause of the reported difficult imaging and tissue injury were unable to be determined. The reported patient effect of tissue injury, as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. The reported serious injury/ illness/ impairment was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
It was reported that on (B)(6) 2026, a patient presented with grade 4+ mixed mitral regurgitation (mr) for a mitraclip procedure. It was reported that during device preparation, it was visualized that the steerable guide catheter (sgc) tip was at an irregular angle. While testing the knob, there was irregular movements. While removing the dilator from the patient the dilator was dropped on the floor. A replacement sgc was advanced and mitraclip was successfully placed. Upon deployment, the clip moved on the posterior leaflet. A secondary mitraclip was attempted to be placed but was unsuccessful due to a torn chordae. The procedure was discontinued; the final mr was grade 4+. There were no adverse patient effects or clinically significant delays reported.

Manufacturer narrative:
The device will not be returned for evaluation, the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.